Manufacturer narrative:
The device is not being returned for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros closed male luer, red cap. It was reported that the item disconnected and was leaking an unspecified chemotherapy. It was also reported that there were no obvious defects noted on the tubing set. It was reported that the set was connected to the patient and infusing. It was stated there may have been some blood backed up into the central line, but there was no report of blood loss. It was reported the nurse was called in to the room by the patient¿s family. At this time, the nurse noticed the patient¿s gown and bed to be wet with hazardous medication. It was reported that the nurse may have had unprotected exposure to chemotherapy before realizing what was leaking onto the patient¿s bed and gown. Therefore, it was reported that the nurse was unable to get on proper personal protective equipment (ppe). It was also reported there was a delay in therapy since a new chemo bag needed to be ordered from pharmacy. There was patient involvement and no report of harm. This captures the first of two events.